Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this defibrillator and another manufacturer's lead exhibited high pace impedance measurements spikes reaching out of range. Technical services discussed it appears to be a spring contact issue causing the measurement spikes. This device remains in service. No adverse patient effects were reported.